Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed that the eos (end of service) occured on (B)(4) 2012 due to time progression; no significant anomalies were observed with the pump during analysis.

Event description:
Additional information: they were saying the pump stopped, and the alarm did not go off. The alarm was going off now but the physician said he was interrogating the pump and ¿after several interrogation attempts or whatever it started alarming.¿ the reporter was unsure if any test alarms had been played previously with the pump. The reporter interrogated the pump going into surgery. The pump was replaced on friday.

Manufacturer narrative:
F(B)(4).

Event description:
It was initially reported that an alarm was confirmed by telemetry as critical, but was not heard. Per the healthcare provider (hcp) patient never heard the alarm; hcp had to interrogate the pump a "few times" and then they started hearing the alarm. The pump logs showed eri (elective replacement indicator) and eos (end of service) had occurred. It was later reproted that the pump was replaced; battery depletion was indicated. Drug delivered via the device was lioresal. Patient was without injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Catheter model: 8709, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4) - analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.